Event description:
The customer reported that the jaws of the device would not open and the knife would not activate during a laparoscopic colon case. It is unk if the jaws were on tissue at the time. There was no pt injury.

Manufacturer narrative:
(B)(4). The jaws of the incident device had tissue between them and were stuck shut. The knife is trapped and contained within the jaws, which kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions to confirm that the jaws have reached the closed position and are locked the handle is latched) before activating the cutter.